Manufacturer narrative:
The anti-tpo reagent lot number was 87249901 with an expiration date of 31-jan-2026. Qc for anti-tpo was acceptable. It was found that the measuring cell was due for replacement. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of qc results out of range for multiple assays on a cobas e 402 analytical unit. Discrepant results were provided for 1 patient sample tested with elecsys anti-tpo (anti-tpo). This assay was not affected by the qc issues. The initial result was 35.3 iu/ml. The repeat result was 70.4 iu/ml.